Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue recurred, which caller acknowledged and understood.